Manufacturer narrative:
The manufacturer previously reported a third party service center replaced a sensor board. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the sensor board failing was due to flow sensor (mt1) being out of tolerance caused by contamination.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a failure of the device to charge its internal battery was observed and the device failed a test step during testing. The device's internal battery and sensor board were replaced to address the issues.